Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) migrated. The clinical diagnosis of the event was noted as "ulceration with exteriorization and ablation neurostimulator". The signs / symptoms of the event included the patient having a fall at their home causing trauma to the ins pocket and a wound, which led to an externalization of the ins and its removal; an in-patient or prolonged hospitalization, emergency room visit, an urgent care visit, and an unscheduled clinic or office visit were also noted. The actions/interventions taken to resolve the event included explanting and not replacing the ins on (B)(6)2017; the device was disposed of according to biohazard instructions. The event was considered resolved without sequelae on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that on (B)(6) 2017 a new ins was implanted.